Event description:
The customer opened a new box of sutures and sutures in six packages were frayed. There were no adverse consequences to the pt, the clinician opened a new box and the sutures from that box were acceptable.